Event description:
Patient is pregnant with gestational diabetes. Dexcom g7 cgm provided incorrect blood sugar data resulting in alarms for low blood sugar which kept the pregnant person awake. Alarms stopped at (B)(6) 2023 at 12:31 am. Today (B)(6) 2024 6:44am pst, device quit working -- 4 days before it was supposed to. The response from dexcom has been inadequate and prior sensors starting (B)(6) 2023 have been rife with quality issues related to accuracy. We have reached out to dexcom and have found their response to be lacking. This is life or death for diabetic patients and people with gestational diabetes and needs full regulatory attention. Photos show the device serial and the fact that it's now offline with 4 days left.